Manufacturer narrative:
As no lot number was provided, a ship history review (shr) was performed to determine the last 3 lots of item m00160m0105611 shipped to the reporting hosp in the 6 months prior to the procedure date. A device history records review was performed on the device and component lots generated by the shr for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical october 2014 complaint report was reviewed for the xcela PICC product family and the failure mode for "hub extension tubing detached." No adverse trends were indicated. Without receiving product for eval, a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. The directions for use packaged with the device contains info for the end user to reference in order to maintain the integrity of the catheter.

Event description:
As reported, PICC was removed and replaced due to fracture at the extension leg/hub. No pt injury or complications was reported. The used PICC was discarded by the hosp.